Event description:
Patient reported later reported severe burning at the site of the rupture. Device remains implanted.

Manufacturer narrative:
Clarification d4: device serial numbers: sn(B)(6) and sn (B)(6) (sides unspecified). The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, b6, b7, d.6b, g2, h6.

Event description:
Patient reported a right side rupture. Later, legal counsel reported MRI "perimplant fluid in the right breast, lymph nodes in the right internal mammary chain with silicone sign, measuring up to 0.6 cm", "rare, tiny cyst", "patient began to feel pain". The event of "rare, tiny cyst" is not related to the device. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 09aug2024.

Event description:
Patient reported a right side rupture. Later, legal counsel reported MRI "preimplant fluid in the right breast, lymph nodes in the right internal mammary chain with silicone sign, measuring up to 0.6 cm", "rare, tiny cyst", "patient began to feel pain". The event of "rare, tiny cyst" is not related to the device. Device has been explanted.